Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer replaced 10 batteries but still the insulin pump prompt an alert of low battery and replace battery until it went off and then could not be operated. The customer¿s blood glucose level was 8 mmol/l. Customer stated that the insulin pump was already off and was drained and could not be turn on. Customer stated that the insulin pump received a low battery alert prior to the replace battery alert in less than 8 hours. Customer was advised that the insulin pump required brand new battery or fully charge batteries to work effectively. Customer stated that the battery cap was not loose, cracked or damaged. Customer stated that the insulin pump was not responding. Customer stated that the insulin pump needed to be replaced. Customer discontinued the use of insulin pump since it was not operational and was totally off. Customer also experienced high blood glucose level and it was treated with manual injection. The device will not be returned for analysis.